Event description:
There was no patient involved in this event. The device is emitting an audible "device service required" warning indicating that the device may have failed a routine self-test. A device in this fault mode, if left undetected could result in failure of the device to perform as intended if required.